Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined.

Event description:
A customer reported to baxter that a bent spike of a transfer set was found during connection by a clean flash. There was patient involvement. No patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). This complaint for a damaged spike of a transfer set was confirmed during the sample evaluation. One used set was received with no cap on spike and no cap on patient connector in reference to damaged. Set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. This condition is not seen at mountain home during assembly. This product is manually assembled by operators performing a 100% pressure test inspection. No exceptions for this type of condition have been noted for 2007-2011 in mountain home exception management system.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.